Manufacturer narrative:
Continuation of d10: product ID 97745nt-rfb lot# serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A representative (rep) called to follow-up on this case. The rep indicated that the patient was walking up stairs and the therapy changed from group a to b which caused stimulation sensation that was too intense for the patient. The patient checked with the programmer and it showed group b was active, which the patient did not think should be active. The patient opened the different settings on the programmer and then it was stuck on the screen with all the parameters displayed (screen with the rate, amp and pw). The patient could not change the group to a or c. The patient tried to reset the remote and it continued that the patient was seeing the screen with the different settings. When the rep interrogated the ins with the clinician app group c was active. The rep removed group b. The caller also removed the option to adjust the rate and pw. The rep was going to have the patient continue using therapy. The rep indicated that they were notified of the event on 1 apr 2026.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their stimulator had gone crazy. Patient said the last time they had the stimulator adjusted was right around january 1st, and the representative gave them groups a and c. Patient then said last night when they got up to their room, the vibration was so severe that from above their waist down, they could hardly walk and ended up having to turn the stimulation off in order to sleep. Patient now "didn't have" groups a or c and couldn't move group b up or down. Agent asked, patient said there was no message when they tried to adjust b, but they went into the program in b and saw the lightning bolt, which patient figured was the stimulation, but the screen would only say turn stimulation on or off (agent reviewed parameter information). Patient said all of their settings were changed and felt like this was happening to others and wanted to know if there was anything with the company that changed the patient's settings. Patie nt unlocked controller during the call and reported they were on group b. Agent had patient go to the group select screen and patient reported groups a and c were there. Patient tried to go to group a but when they pressed on program 1, they couldn't enter the parameters and said they could before last night. Patient said they already reached out to their reps, but hadn't heard back and again repeated they wanted to call to let the manufacturer know what happened to their stimulator and wanted to know if there was anything that was happening with the company. Agent reviewed the implant and settings/programming can't be accessed remotely so the company would not be able to change patient's settings, and patient would need to have programming checked in person. Patient kept repeating their question and while agent was trying to explain again that implant can't be accessed remotely, the patient disconnected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.